Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). As of (B)(6) 2015 , sic was up to 15,204. Analysis indicated a right ventricular lead integrity alert. A lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, rv pacing impedance measured 1311 ohms. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy. Non-sustained ventricular tachycardia (vt) and detected ventricular fibrillation (vf) episodes with evidence of lead noise oversensing resulted in inappropriate shock. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing, high and unstable pacing impedance and an elevated number of sensing integrity counts (sic). Noise from lead fracture also resulted in the patient receiving inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.